Event description:
It was reported that the sieve beds for an irc5po2v concentrator are dusty. Per independent repair center statement, sieve beds low o2 or yellow light. The key failure was sieve bed was dirty.